Manufacturer narrative:
Trialing of size 4 tibial baseplate made by surgeon. Baseplate did not sit appropriately on the prepared bone after punch was made resulting in malrotation. Removing the size 4 baseplate and cement and switching to the size 5 resulted in an approximate delay of 30 minutes. Surgeon successfully implanted size 5 baseplate. Pt is doing fine.

Event description:
Knee surgery performed on (B)(6) 2010. Size 4 tibia baseplate was trialed and determined to be the correct size. The size 4 keel punch was used for final preparation of the bone. Surgeon was satisfied with the rotation of the tibia baseplate trial when the keel punch was used. When the surgeon went to place the final implant with cement, the baseplate appeared to be malrotated. The surgeon was not able to determine any cause for this issue and was dissatisfied with the implant's position so he removed the tibia baseplate and cement. The surgeon then used the keel punch for a size 5 tibia baseplate and was able to place the size 5 tibia baseplate implant with no issues. He was satisfied with the final placement of baseplate, including rotation. Pt is doing well as of the latest post-operative eval.